Event description:
Voluntary medwatch form mw5178215 received states: it was reported that right atrial (ra) lead was exhibiting possible loss of capture (loc). Technical services (ts) was consulted and noted odd beats fusing with intrinsic conduction. Ts couldn't rule out or confirm loss of capture (loc). The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Related voluntary medwatch form received: mw5178215.